Manufacturer narrative:
Initial and final MDR 1887273 - MDR 3003442380-2024-08162- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced 3 infusion sets was fell off during use on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available.